Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports mobility and poor quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 5 months after the dental implant was placed in ada site 13, the implant had not achieved osseointegration in type iii bone. The site was grafted. Clinician reports mobility and poor quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).